Event description:
Patient reported through regulatory agency "recall", "pain", "hardened", "changes in breast shape" and "capsular contracture baker grade iii", "discomfort", "visible deformity" and "limitation in daily activities". This record is for the right side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-21599, is a duplicate of mrn 9617229-2024-21755. Please see mrn 9617229-2024-21755 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-21599, is a duplicate of mrn 9617229-2024-21755. Please see mrn 9617229-2024-21755 for reportable events.